Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead model 377845, lot v770991021 found procedural non-conformance. The proximal end of the lead was ok. No setscrew marks were observed. The lead conductors were ok. The lead stylet coil was perforated by the stylet 8.9 cm from the distal end. The distal end of the lead was ok. Continuity was acceptable and there were no shorts between circuits. Analysis of the white handle blue cap stylet found procedural non-conformance. The stylet wire was bent. Analysis of the green handle blue cap stylet found no anomaly. The stylet was visually ok.

Event description:
It was reported that the doctor was unable to insert the green and blue stylet completely into the lead. The doctor was unable to steer the lead properly and discarded it for a new replacement. The pt was unharmed.